Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on (B)(6) 2010 and performed to specification up to the (B)(6) 2015. Between the (B)(6) 2015 and the last log entry on the (B)(6) 2015, the device recorded multiple manual power ups, some of ten minutes duration. During this time the device recorded multiple temperatures above the recommended operating temperature range. Additionally the pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.